Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 11-aug-2015. The most recent information was received on 02-nov-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a 28-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("severe endometriosis"), menstrual disorder ("a period that is chronic"), mobility decreased ("not being able to move") and emotional disorder ("lay in bed crying"). The patient was treated with surgery. Essure was removed. At the time of the report, the pelvic pain, endometriosis, menstrual disorder, mobility decreased and emotional disorder had not resolved. The reporter considered emotional disorder, endometriosis, menstrual disorder, mobility decreased and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("severe endometriosis"), menstrual disorder ("a period that is chronic"), mobility decreased ("not being able to move") and emotional disorder ("lay in bed crying"). The patient was treated with surgery. Essure was removed. At the time of the report, the pelvic pain, endometriosis, menstrual disorder, mobility decreased and emotional disorder had not resolved. The reporter considered emotional disorder, endometriosis, menstrual disorder, mobility decreased and pelvic pain to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. This product technical complaint was initiated due to a request for confirmation of quality. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded unconfirmed quality defect. Based on the limited available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 15-oct-2020: pif received- case become incident. Removal was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.